Event description:
Reporter alleged discrepant blood glucose results during back to back testing; however, those values could be located in the meter memory. Customer stated glucose measured 540 mg/dl and 112 mg/dl when testing was performed 30 seconds apart. Customer indicated not being certain if they dosed the test strip properly. No other actions were taken or treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.